Manufacturer narrative:
Hamilton medical ag`s conclusion for this event: investigation ongoing.

Event description:
The following was reported to the hamilton medical ag: original complaint: customer has emailed today regarding "I have been informed that the ventilator turned off/powered off whilst in use and plugged into the mains. It did not continue ventilating" .